Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose was 444 mg/dl. Customer changed the infusion set; cannula was not bent. Customer administered manual insulin injections to address bg.